Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "there is concern for pump generated hemolysis leading to hemoglobinuria. A female child with vaginal rhabdomyosarcoma received 1 unit of cross-match compatible red blood cells infused through hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 15ml per hour for the first 15 minutes and then 60ml/hour for the remaining transfusion. The blood was not warmed. The pt had port access with a 20 gauge needle and negative antibody screen. The transfusion was completed at 14:35. Red colored urine was noted after some time following completion of transfusion (pt had gone home). The pt returned to the emergency room for care at approx 16:00. Vital signs remained stable and the pt was otherwise asymptomatic. Transfusion reaction was initiated. Clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Urinalysis performed revealed 3+ blood on dipstick with 0-3 red blood cells (rbcs) on microscopic exam. Add'l labs revealed an elevated total bilirubin of 1.4 mg/dl, ldh of 637 units/l and haptoglobin of 13mg/dl with an appropriate hct/hb increase. Patients pre-transfusion total-bilirubin was <0.5 mg/dl. The pt's symptoms resolved without further complication. No follow-up testing was performed. What was the original intended procedure? Packed red blood cell infusion". Upon further query the following info was provided that indicated the customer contact reported hemolysis following a transfusion of packed red blood cells. The customer contact reported the delivery was started at 1140. It was reported cpda (citrate, phosphate, dextrose-adenine) had been added to the prbc (packed red blood cells). Though requested, no add'l info was provided.